Manufacturer narrative:
The MFR's svc rep performed an on site investigation. The svc rep replaced the ups. The sys is operating as intended.

Event description:
The customer reported white images and that the ups had an error when booting up the 9900 sys. No pt injury was reported.